Event description:
It was reported that a side-firing fiber being used for a prostate procedure, the aim beam was observed to be forward-firing. A second fiber was used and reported under (reference MFR report number 2937094-2012-00687); the case was completed with a third fiber. There was no report of any pt injury as a result of this event.

Manufacturer narrative:
Device code (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.